Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery was attempted with five proglide devices after a percutaneous transluminal coronary angioplasty procedure using a 6fr sheath. Reportedly, when the plunger was removed, a suture break occurred with all five proglide devices. Manual arterial compression was applied to achieve hemostasis. After removing the manual compression, a pseudoaneurysm was confirmed, treated with a thrombin injection. It was confirmed the proglide devices did not cause or contribute to the pseudoaneurysm. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices are filed under separate medwatch report numbers.

Event description:
Subsequent to the initial MDR, the following additional information was received: return device analysis of the first proglide (B)(6) noted that the posterior foot was separated and not returned. Follow-up with the account confirmed that the separation was noted when the device was removed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The suture material separation was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely, the calcification at the access site led to a needle deflection causing a cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.